Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/ compromised force sensor system alarm and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to confirm the motor position encoder error alarm due to the erased history file. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during rewind. The customer's blood glucose reading was unknown. There were other motor error alarms in the alarm history. The insulin pump was returned for analysis.